Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. The unit was inspected and tested with enf-vh & enf-vt2 scopes. The lamp turned on and shined through the tip of scope without any issue. The unit passed all functional tests. All video output signals and images tested ok.

Event description:
A user facility reported to olympus that the lamp was not igniting. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that since the reported problem could not be duplicated on the device evaluation, there was no abnormality in the subject device and that the event likely occurred because the endoscope connector or the light guide connector was not inserted securely until it stops and clicks.